Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, the reload was loaded properly on the powered handle and fired correctly until the I-beam got towards the end of the reload and it stopped. The surgeon retracted the I-beam, cut the reinforcement, and removed the stapler. Upon closer look the anvil of the stapler was bent. To correct the condition the user resected and re-stapled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, surgeon said no excessive use of the product was performed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).